Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with a diabetic ketoacidosis and was dehydrated. The customer was vomiting and was nauseous. The customer treated their blood glucose level with a manual injection. The customer went from the emergency room to intensive care unit on (B)(4) 2017. Customer's blood glucose level was 750 mg/dl. They noticed the old site bleed profusely. The customer was wearing the insulin pump at time of hospitalization. The device was not returned.